Manufacturer narrative:
H10: the actual device was discarded; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye and and no visual defect was observed on the set. The reported milky looking fluid in the drip chamber was observed in the photos provided. Therefore, the reported condition was verified. The cause of the condition could not be determined, however, a possible cause could be after the residual alcohol was dry and then the saline solution was primed into the set, a milky color solution was produced. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set had milky looking fluid in the drip chamber. This was discovered during priming. When the nurse back primed the line (cleansed the primary line with alcohol and allowed to dry, then connected the dry secondary line and opened secondary line clamp to allow primary fluid to backfill), the normal saline liquid came out milky. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.